Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
The lead was replaced due to upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.